Event description:
It was reported that the product left a residue on the protective plastic of the adhesive and on the patient's skin and wound bed. According to the hcp, this problem has been frequent and in several batches.